Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not working and screen was flashing. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and self-test due to missing segments/partial display. Unable to verify flashing display due to missing segments/partial display.